Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level due to needing to adjust pump's basal rates because of a recent weight loss. Customer declined to provide any further information or troubleshoot.